Event description:
The patient reported a return of her symptoms. She experienced difficulty walking, increased baseline pain, weakness in her left leg, and new pain in her right upper front leg. The pt's "pain has increased exponentially in the last week." The patient had a CT scan and stated that it "showed herniated disk, bladder covered with lesions, abdominal bloating, pain, pressure, and possible granuloma." Two days later, the patient reported she experienced "numbness and weakness" in her legs and stated she "has a granuloma around the pump site." The medications being delivered via the device system were baclofen and morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).